Event description:
It was observed that during the device evaluation, the rigid video scope exhibited distal fiber breakage, dents on distal edge, loose light guide adapter, cut in light guide cable, cracks on side of video cable, image out of field view, light transmission failed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found: distal fiber breakage, dents on distal edge, loose light guide adapter, cut in light guide cable, cracks on side of video cable, image out of field view, light transmission failed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.